Event description:
The pt was undergoing surgery for cochlear implants. The surgeon was drilling the mastoid bone when the tip of the diamond bur fragmented. All of the pieces of the bur were retrieved under direct vision.